Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the balloon was stuck with the wire. The target lesion was located in the severely tortuous and severely calcified artery. A 10mmx4.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was stuck with the non-boston scientific (bsc) guidewire. The catheter and guidewire had to be removed as one unit. The procedure was completed with another of the same device. There were no patient complications.